Manufacturer narrative:
The exact date of death remains unknown. Attempts were made to obtain additional patient information, but these attempts did not lead to any additional information. Results codes: a review of the manufacturing and sterilization records for the devices verified the lots met all pre-release specifications.

Event description:
On (B)(6) 2010 a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses (pxt 281414/7547875, pxa280300/7353075, pxc16200/7369189, pxc161000/7694387). On an unknown date in (B)(6) 2013 the patient expired. The patient reportedly had an aortic graft infection.

Manufacturer narrative:
This event was originally reported as a serious injury, however it should have been reported as a death. The exact date of death has been requested, but remains unknown.